Event description:
Boston scientific received information that this chloric rv lead displayed an increase in pace impedance and thresholds. When the pace impedance went over 2000 ohms the lead was revised. At the revision it was found that the distal setscrew for this rv lead on the device was stuck in an up position, there was no evidence of insulation damage. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.